Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The power up process was performed, and the force was checked. The force sensor value was stuck at 0.00 lb. The force sensor cable was disconnected. The issue was caused by the customer. The operator replaced the force sensor as preventative measure, ensured cable is fully seated, performed the power up process, calibration, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a force sensor error and is not registering the force. There were no adverse events reported